Event description:
It was reported that one day post a port placement in the chest wall via internal jugular vein, there was issue with draw back blood. Reportedly, in radiograph it was noticed that the catheter had dislodged and fallen into the atrium. The catheter was removed by interventional procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as this is the first complaint reported for this lot number. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows an implantable port and a cathlock. Therefore, the investigation is inconclusive for the reported catheter disconnection, migration and suction issues as the evidence provided is not sufficient to confirm reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component, method). H11: d1, d4 (medical device catalog #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a port placement in the chest wall via internal jugular vein, there was issue with draw back blood. Reportedly, in radiograph it was noticed that the catheter had dislodged and fallen into the atrium. The catheter was removed by interventional procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.